Manufacturer narrative:
Follow-up # 2 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the reported issue could not be confirmed, a secondary issue was noted the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter (nurse) contacted lifescan (lfs) (B)(6) alleging that the lay user/patient's onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to state when the alleged issue first began, but claimed that the patient allegedly obtained a blood glucose result of "346mg/dl" using the subject meter which they thought was high compared to their feeling and/or usual results. The patient manages their diabetes using insulin (self-adjuster) and denied making any changes to their usual diabetes management routine after the alleged issue began. The reporter stated that the patient experienced symptoms of shaking an unknown amount of time before the alleged issue began, and reportedly visited the hospital due to these symptoms (date and time unknown). The reporter stated that the patient self-treated by consuming some sugar and felt better. The reporter stated that the patient's blood glucose was measured using a laboratory device with a reading of 175mg/dl (date and time unknown). At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure but was unable to confirm if the test strips had been stored correctly or within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. Although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurate" subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to correct information that was previously submitted within follow up #1 and #2. The h10 field of follow up #1 should have stated that a device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. The h6 section of follow up #1 should have included method code: 11. In addition, the alert date in follow up #2 should have stated 4/13/2016. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling).a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.